Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (0.5 mg/ml at 0.12023 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had a csf (cerebrospinal fluid) leak. On (B)(6) 2020 the physician was performing a spine incision revision due to the csf leak/fluid collection. It was noted that he would adjust or add a purse string and apply flow seal to seal the csf leak. There was no pump complaint reported and no change in dose therapy or efficacy. The issue was noted to be resolved and it was indicated that the hcp had no additional information to provide regarding the event. The patient status was reported as ¿alive; no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the previous fix did not help, the full catheter was replaced and moved to a higher level. No further complications were reported or anticipated regarding the event.